Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. There was no noted difficulty when implanting the device. The patient was prescribed a dual antiplatelet therapy (dapt), consisting of aspirin and a plavix post-procedure. On (B)(6) 2022, the patient experienced shortness of breath, and an acute posterior pericardial effusion was noticed. A pericardiocentesis was emergently performed, and 600cc of fluid was drained. The patient remained on plavix and aspirin post pericardiocentesis. The patient was reported as recovering in the hospital. The physician believed that cause of the pericardial effusion was due to the amulet occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of shortness of breath and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that there was no noted difficulty when implanting the device and that the patient was prescribed a dual antiplatelet therapy (dapt), consisting of aspirin and a plavix post-procedure. No information was received to indicate whether the patient¿s monitored activated clotting time was abnormal. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.